Event description:
It was reported that the patient presented to the ER. CT scan revealed the rv lead had fully perforated the right ventricle. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.